Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with an emergency backup battery (ebb) fault. The left ventricular assist device (lvad) team replaced the ebb and system controller.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via downloaded log files. Log files revealed multiple strings of active backup battery fault alarms due to the backup battery not passing the load test. The first observed instance is on (B)(6) 2025 at 11:48:15. The backup battery did not pass its load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. When the load test first did not pass, the loaded voltage measured 12.254v, and the unloaded voltage measured 11.286v. The driveline was disconnected at 13:39:42, (B)(6) 2024, consistent with the reported controller exchange. Pump operation was not affected. The returned heartmate 3 system controller ((B)(6)) underwent preliminary and functional testing and passed all steps without issue. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this investigation. A backup battery fault with an unknown root cause resulting in an alarm was confirmed. A corrective and preventive action (CAPA) was initiated to investigate the increase in reported backup battery faults. The investigation also noted a broken/stuck pin the black cable connector, position 5, which correlates to an unused position in the black power cable. The pin was removed for testing. Damage to the black connector proximal to position 5 was observed. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The heartmate 3 patient handbook describes how to properly care for and clean all equipment, including the system controller. The user is instructed to inspect the power cable connector pins and mobile power unit patient cable connector pins at least monthly. The heartmate 3 patient handbook describes how to securely connect the system controller to the mobile power unit, power module, and14v batteries. When connecting to any of these power sources, the user is instructed to ensure that the half circle of the controller's power cable is aligned with the half circle of the desired power source prior to pushing together the connection. The user is warned that joining together misaligned connectors may damage them. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.